Event description:
Dr. Reported that during a radiesse voice gel vocal fold injection, the needle tip detached from the cannula. The event was noticed, when the needle was pulled out for the second injection. A series of films had been taken of the pt, neck, chest and abdomen. The needle tip was detected in the abdominal film, in the upper left quadrant. It appeared that, the tip was passing through the pt's digestive tract.

Manufacturer narrative:
During a follow-up with the physician, it was reported that the needle had passed, with no adverse effects to the pt. Review of the device history records indicates that the reported lot met all specifications . The needle cannula was returned to bioform medical severely bent. Upon examination of the needle tip joint, the weld appeared complete. Failure appears to be a stress fracture as opposed to pull-out. Bioform's inventory of this device lot was depleted prior to receiving the report of this event. Physical testing was performed on five similar devices from a different lot. These devices met specification.